Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Lead impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found the calcification encapsulating the ring electrode likely contributed to the high pacing impedance noted in the field.

Manufacturer narrative:
Correction: b5: the patient's right ventricular lead was found to have high pacing impedance, not high defibrillation impedance as was previously reported. Remainder of information in b5 does not require correction.

Event description:
The patient's right ventricular lead had exhibited high pacing impedance.

Event description:
New information received notes that the lead was explanted on an unknown date

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting high defibrillation impedance. There were no patient consequences reported. Further information was requested but not received.